Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (false asystole events) has been confirmed. Upon investigation the electrode belt was unable to functional testing. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving check therapy electrode and adjust belt messages.